Event description:
On january 26, 2012, the lay-user/patient contacted animas and reported a large prime volume issue with the subject pump. The alleged product issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. The pump was returned to animas and evaluated by product analysis on 3/15/2012. Evaluation of the subject pump revealed the following: a date/time reset was verified in the pump¿s history. The pump was powered down and then powered up. The pump was unable to maintain time and date during battery replacement. The pump was removed from the case and disassembled. The bt1 component was found to be corroded. During investigation, evidence of large primes were found in the history. Pump rewind, load, and prime steps were performed with no loss of primes occurring. The pump was exercised for 24 hrs. On a 1 unit per hour basal program and no loss of primes were observed. A load step with a cartridge set to 100 units was performed. After the load step, the pump displayed 100 units. A force sensor calibration was found to be out of spec low. The force sensor plate was contaminated. Also the force sensor plate resistance reading was out of spec. The pump's display was faded and pink. The display was removed and replaced with a new, good display. The pump's display contrast returned to normal with a new display. Based on the information provided, this complaint is being reported due to the following conclusion: evaluation of the pump revealed contamination of the force sensor, a force sensor high, and a bad force sensor calibration low. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas¿ criteria for a serious injury.

Manufacturer narrative:
Correction/removal report number: 2531779-03/24/2010/003-r.